Event description:
It was reported that following a low anterior resection procedure, there was leakage and the patient needed to undergo resurgery. The patient is fine now.

Manufacturer narrative:
Was not return for eval.